Event description:
It was reported that while using bd sentry¿ safety lancet that the protective cap comes off letting needle/blade exposed. This occurred 2 times. The following information was provided by the initial reporter: split. Needle cover and cap unused and separated.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 08-sep-2023. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for loose cap with the incident lot was not observed. The lancet cap had a visible marking that indicates it was twisted off of the lancet. No mechanical damage was observed on the lancet that could contribute to a loose cap. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose cap. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd sentry¿ safety lancet that the protective cap comes off letting needle/blade exposed. This occurred 2 times. The following information was provided by the initial reporter: split. Needle cover and cap unused and separated.

Manufacturer narrative:
The manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.